Manufacturer narrative:
An 18 x 50 bil 80cm palmaz genesis opta pro stent came off the balloon while it was being pulled back into the sheath. The stent dislodged in the patient and was successfully removed with a snare device via a separate access. The patient was also treated with another stent. The intended procedure was left subclavian artery stenting. The target lesion vessel length was approximately 5cm, with 80-90% stenosis present and was heavily calcified. There was no vessel tortuosity. The access site was the right femoral artery. A 6f cordis sheath introducer was used. No guide catheter was used. The stent appeared normal prior to inserting it into the patient. There was no resistance experienced while tracking the stent deployment system to the lesion and no resistance experienced while crossing the lesion. An attempt made to withdraw the stent deployment system with the stent on the balloon. The stent was pulled back into the sheath, no guide catheter used. There was no resistance experienced when the stent deployment system was withdrawn. There was no excessive force applied to the device during insertion and no excessive force applied to the device during withdrawal. The device was not returned for analysis. A product history record (phr) review of lot 17454869 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent dislodged¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of heavy calcification and a rate of stenosis of 80-90% may have contributed to the reported event. The use of a biliary stent within the vascular system is not recommended and is considered off-label usage. Attempting to withdraw a stent delivery system with stent undeployed though a catheter sheath introducer increases the risk for stent dislodgement. According to the safety information in the instructions for use ¿the cordis palmaz genesis transhepatic biliary stent on opta pro .035¿ delivery system is indicated for palliation of malignant neoplasms in the biliary tree. The safety and effectiveness of the palmaz genesis transhepatic biliary stent on opta pro .035¿ delivery system for use in the vascular system have not been established. Prior to stenting, the palmaz genesis transhepatic biliary stent on opta pro .035¿ delivery system should be examined to verify functionality and integrity.¿ according to the safety information in the instructions for use ¿prior to stenting, the palmaz genesis peripheral stent on opta pro .035" delivery system should be examined to verify functionality and integrity. Do not attempt to remove or readjust the stent on the delivery system. To assure full expansion, inflate to at least the recommended nominal pressure as shown on the label. Caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system. Under fluoroscopy, use the balloon marker bands and the radiopaque stent to position the stent centrally within the lesion. During positioning, verify that the stent is still centered within the balloon marker bands and has not been dislodged.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time. (B)(4).

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
An 18 x 50 bil 80palmaz genesis opta pro stent came off of balloon. The patient was treated with another stent and there was no patient injury. The device will not be returned for analysis.